Event description:
It was reported that on (B)(6) 2021, the universal chuck with t-handle jammed and does not adjust smoothly. It was unknown if there was a surgical delay. The procedure outcome and patient status are unknown. This report is for one (1) universal chuck with t-handle. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Reporter is a j&j employee. Investigation summary. Visual inspection: the universal chuck with t-handle (product code: 393.10, lot number: 4832281) was returned and received at us cq. Upon visual inspection, it was observed that the t-handle is bent, deformed, tip of the device is deformed and broken. Severe nicks were observed on the device. No other issues were observed with the returned device. Functional test: the functionality of the device was tested and observed that the device failed to function as intended. The chuck jaws did not release/hold upon rotation of the handle in both clockwise or anticlockwise direction. The jaws might have stuck/jammed due to the damage to the internal components. Thus the complaint condition can be confirmed for the received device. Can the complaint be replicated with the returned device? Yes. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Service & repair evaluation: the customer reported the universal chuck with t-handle jammed and does not adjust smoothly. The repair technician reported the t-handle is bent, deformed, tip of the device is deformed, and pieces are missing. Damaged component is the reason for repair. During repair found the device has pieces missing from tip and the device is scrapped. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Complaint confirmed? Yes, the device received does not function as intended. Hence confirming the allegation. Investigation conclusion the complaint condition was confirmed for the universal chuck with t- handle (product code: 393.10, lot number: 4832281). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part # 393.10, synthes lot # 4832281, supplier lot # 8002630, release to warehouse date: 25aug2004, supplier: techron ag, no ncr's were generated during production. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.